Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety.

Event description:
Healthcare professional reported unknown side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a6 d9 h3 h6. Device evaluation: a visual analysis of the returned device identified: brown particles on the shell and white calcification on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: there were no openings observed on the device or issues related with the complaint.

Event description:
Healthcare professional reported unknown side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.